Event description:
It was reported that the patient had brief low flow alarms at home with chest pain. The patient arrived at their local emergency room (ER) with more low flow alarms, lethargy, and diaphoresis. The patient had a doppler pressure of 58 and was non pulsatile with a heart rate (hr) in the 30s. The patient was intubated and started levophed and dobutamine in the ER. The alarms resolved with treatment. There was a possibility of complete heart block, and the patient did not have a pacemaker or implantable cardioverter-defibrillator (ICD). Computed tomography (CT) scans was performed. Echocardiogram and transvenous pacer were planned. Log files were sent for review. The event log files captured persistent low flow events with flows noted as low as 0.2 liters per minute (lpm). The flow was mainly hovering around the 2.4 to 2.5 lpm mark except for a brief period which there was estimated flow less than 1 lpm. There were also pulsatility index (pi) values on the low side and non-variable. Technical services stated the trend in the log file was consistent with a possibility of obstruction in the ventricular assist device (vad) circuit. The CT confirmed obstruction. There was a plan for implantable cardiac defibrillator placement and outflow graft stenting, but the patient had positive blood cultures. The site would perform the procedures once blood cultures remained negative. The patient did not have a history of heart block prior to left ventricular assist device (lvad) placement, and the rhythm was not thought to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported outflow graft obstruction could not be confirmed through the evaluation of the submitted images. Furthermore, a specific cause for the patient¿s infection could not be determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Sustained and intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was later communicated that the patient expired on hospice care at home. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device related. The device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, infection and death, that may be associated with the use of the heartmate 3 left ventricular assist system. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of death was unknown. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
B5 - describe event or problem updated. H1 - type of reportable event updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away with home hospice on (B)(6) 2025. Whether the outcome was device or therapy related was not provided by the customer. It is unknown if the pump will be explanted or returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported outflow graft obstruction could not be confirmed through the evaluation of the submitted images. Furthermore, a specific cause for the patient¿s infection could not be determined through this evaluation. The controller event log file contained events from 25aug2025. Sustained and intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the blood cultures obtained upon admission were due to patient status and showed elevated white blood cell count and enterococcus faecalis. The infection did not resolve, however the patient was treated with antibiotics and moved to palliative care with home hospice. The ICD was not placed and stenting of the outflow graft was not performed. The patient had a computed tomography angiography (cta).

Manufacturer narrative:
Section h6: health effect - clinical code. Health effect - clinical code: 4594 high white blood cell count. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.